Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On jun 17, 2020, olympus medical systems corp. (Omsc) received literature titled "comparison of resection site of standardized laparoscopic hepatic tumor resection". In the literature, it was reported that complications of clavien-dindo classification(> iiia), organ/space surgical site infection, mortality, convert to open surgery and positive intraoperative bile leakage occurred. This study was conducted laparoscopic partial hepatic resection for liver tumors on 238 patients between february 17, 2010, and february 27, 2017. It was reported that the subject device or other device was used with the ligament dissection and small vessels were ligated or coagulated using a soft-coagulation mood. But intraparenchymal control of the major vessels was achieved with clips, whereas biliary and vascular radicle division was obtained with clips or stapling devices. The reported postoperative complications were not able to identify with relation to the subject device since it was not reported that a direct relationship between the subject device and the observed adverse events. In contrast, omsc assume that the complication of the convert to open surgery was related to the subject device due to intraoperative bleeding and bile leakage. However, it was not reported that a direct relationship between the subject device and these adverse events. In the subject cases, 20 cases of the complication of the convert to open surgery occurred. But, it was not identified which device was used for the related procedure. Therefore, omsc will submit a medical device reports (MDR) for the type of adverse event of the subject device.